Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, when the pedal of the erbe generator was engaged, the injection gold probe failed to deliver electrical current. The electrical cord between the probe and the erbe generator was then exchanged without success. The procedure was completed using another injection gold probe with the original erbe generator. Reportedly, both electrical cords worked with the second probe. Prior to use, no damage was noted to the device or its packaging. However, the injection gold probe was not tested before introduction into the patient. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 6 to 15 minutes occurred. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure within the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, when the pedal of the erbe generator was engaged, the injection gold probe failed to deliver electrical current. The electrical cord between the probe and the erbe generator was then exchanged without success. The procedure was completed using another injection gold probe with the original erbe generator. Reportedly, both electrical cords worked with the second probe. Prior to use, no damage was noted to the device or its packaging. However, the injection gold probe was not tested before introduction into the patient. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 6 to 15 minutes occurred. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4): probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. X-ray analysis revealed that wires were detached from the distal tip. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to wires detached from the distal ceramic tip. Therefore, the most probable root cause is manufacturing. An investigation was previously performed to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.